Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have the proximal clevis dislodged. As result of the dislodging, the main tube was broken. The dislodged proximal clevis was attached to the main tube. The grip cables and conductor wire were still intact and did not show damage. The main tube was broken at the distal end where the proximal clevis was attached. The component was broken and there may be missing pieces, measuring approximately 2.50 mm x 6.50 mm and 4.90 mm x 6.30 mm. Thermal damage was not observed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument showed an abnormal angulation around the wrist/joint area. The customer was unable to release the instrument using the emergency key. The customer shut down the surgeon side console (ssc) and ultimately removed the cannula with the forceps instrument still stuck inside. An intuitive surgical, inc. (Isi) technical support engineer (tse) assisted the customer to remove the instrument with the cannula. The trocar incision needed to be enlarged and an additional incision needed to be placed in order to remove the instrument with the cannula. After removing the instrument, the tse advised replacing the instrument and the drape. The distal end of the instrument did not detach. The articulation of the instrument could not be aligned due to physical damage. No specific error messages were displayed on the system. It was visually confirmed that no fragments were reported to have fallen inside the patient. The procedure was completed with a delay of more than 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis; results are pending investigation. A review of images provided by the customer were performed. The images show a maryland bipolar forceps instrument with a broken main tube, which caused a dislodged proximal clevis.